Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system can¿t take x-ray. There was no patient present when this issue was observed.

Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the equipment and perform a system checkout. During testing the rep checked the imaging system application and found that the components all work well. The rep reconnected and tightened the related connector of the e-stop. Further testing found that the indicator battery monitor did not work. Other issues also found during servicing included an open cover on the x-ray handswitch and a scratched x-stage cover. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional clarifying information about the issue with the imaging system was provided. It was reported that the image acquisition system (ias) pendant displays scrolling blinking generator bars during startup.